Manufacturer narrative:
Results evaluation codes (other): investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. The source of the leakage was identified as two scratches in the wall of the product cuff, one of which penetrated the cuff wall, 24mm from the distal tip of the tube. A review of our complaints history could not be performed as the user facility did not record the lot number was used in this event. Though, there have been complaints of this nature on this product code. These are historical and do not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: the device was tested prior to use, however, as the device only became deflated two days following insertion, this incident is unlikely to be the result of an assmebly fault. The most likely cause for this incident is that the cuff became scratched, either during insertion through the stoma, or following inflation of the cuff, which then caused leakage during later use. Though, these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for further trending.